Event description:
Baxter product surveillance contacted the patient on (B)(4) 2011 regarding an unresolved check heater line alarm, which occurred on the homechoice during use during fill 1. The patient was connected at the time of the alarm and had been instructed to start over with new supplies. Baxter product surveillance was informed that the patient did not start over with new supplies as advised by the baxter technical service representative, but rather just removed the bag with the issue and replaced it with another bag. Baxter product surveillance informed the patient that this was not recommended. Baxter product surveillance informed the patient that if an issue like this occurs they need to start over with all new supplies. The patient stated that therapy had been going fine since then. There was no patient injury or medical intervention reported. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011 regarding the patient changing out the heater bag instead of starting over with new supplies. The rn stated she was not aware of this but would review the proper procedures with the patient. The rn stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.